Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting into the abdomen during a laparoscopic bilateral inguinal hernia repair, the valve seal was damaged. Part of the seal component fell into the patient's cavity, but it was retrieved and removed with grasper. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the valve seal for the trocar balloon was disengaged. The trocar balloon, dissector balloon, lock collar and obturator appeared intact. The device could not be functionally tested in the condition it was returned. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.